Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with unknown silicone breast implants which the report indicated right breast ruptures after the implantation. This report indicated that the MRI examination showed rupture of the right breast on (B)(6) 2019. On follow up with patient , she indicated that she had all the symptoms of "breast implant illness" beginning for the day of implantation. Patient did not specify symptoms. She had the devices removed with total en bloc capsulectomies on (B)(6) 2019. At this stage is unknown if the implants are mentor, follow ups are in progress. This report is for the left side.